Event description:
It was reported that there was a lead migration. The stimulation was off at the time of the report and not being used. It was stated that the lead had to be removed due to the lead migrating and that this was the 2nd time (see manufacturer's report #3004209178-2013-20269 for the information on previous lead migrations). It was determined the current lead had migrated up. It was also stated that "the 3rd time is the charm" and that the anchors did not hold and the leads moved. The 2nd time the lead moved was due to "lead calibration type thing." This movement was quite different and "one could actually see the placement on the x-ray quite different." The patient was also going to have head MRI done due to an on going issue not related to the stimulation therapy at the same time of the back problem. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_unknown, product type: unknown. (B)(4).